Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the patient had a 3rd degree burn on her back shoulder. Medical and drug treatment was done.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample met specification as received. Details regarding a visual inspection were not provided. Medical and drug treatment was done. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found there was no ground isolation in the operation theatre. Therefore, devices has not been passed from electrical safety test and leakage test during the calibration. I informed to them and they have checked the isolation system and fixed. After this, I tried the electrical safety test and leakage test, these calibrations have been passed. Electrical safety test has been completed successfully. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.